Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current drain was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to high current drain on the hybrid capacitor.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that prior to the implant procedure, the pacemaker planned to be used was interrogated. The residual quantity of the battery indicated low value even though the battery was in the beginning phase. It was suspected that the battery might have become defective from the process of the manufacturing. Another device was used. There was no patient involved.